Manufacturer narrative:
Device return evaluation was completed . The customer complaint was not reproduced however, an error e104 was observed. Damage to the imaging unit was found. Furthermore, the following findings during inspection were noted on the device: there are curved rubber scratches caused by external factors. The curved rubber adhesive is missing. The video connector is cracked due to external factors. The video connector case is cracked due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of e226 error (communication error) observed on the device. The issue found during an unknown procedure. There was no patient harm, no user injury reported due to the event.

Event description:
A user facility reported to olympus that during an unspecified event the endoeye flex deflectable videoscope, displayed an e226 error (communication error). Attempts to retrieve additional information from the customer are in progress. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or failure of internal board of video connector or the system caused the event. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.